Event description:
It was reported that the video system center could not read video from the pigtail during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 (component code has been corrected to 841 - imager and remove 1198 - electrical /electronic property problem from medical device problem code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation and the information provided, it is likely that the malfunction occurred due to the failure of the printed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.